Manufacturer narrative:
Additional information updated: c2/d10: concomitant product/therapy.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues and a wheezing sound when deflating. Troubleshooting measures were performed but has not been successful; therefore, a surgical procedure was considered. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues and a wheezing sound when deflating. Troubleshooting measures were performed but has not been successful; therefore, a surgical procedure was considered. No patient complications were reported.